Event description:
Information was received from a consumer (con) regarding the patient receiving fentanyl (dosage/concentration was not available) via implantable pump. The indication for use was non-malignant pain. It was reported that the patient reported they had their pump refilled a few days ago and they have been seeing unexpected lock outs. The patient indicated there was a change in medication, so the patient services (pss) reviewed possible physician/clinician bolus. The patient used personal therapy manager (ptm) to access therapy details. Per ptm the therapy details were provided as: bolus duration: 5 min, lockout duration: 1 hours, dose restriction interval: 7/24 , and max activations: 7/day. Expected refill date on (B)(6) 2023. The pss reviewed the healthcare provider (hcp) can pull pump logs to analyze bolus information and adjust as they deem fit. The patient stated they have been sick, but they did not think it was the pump, they thought it may be food poisoning going around. The patient stated every time they go for a refill there was always more medication left over than expected. The patient thought they got a low reservoir alert on their ptm before going into a refill but at the refill the hcp pulled out over 6 milli liters. The patient stated they have lost 30 pounds in the last six-7 months. The patient mentioned they had an overdose before and one that malfunctioned but it was previously reported. Information omitted pertaining to pe- 702309828- problem with the pump and pe 702312166 for overdose symptom.

Manufacturer narrative:
Concomitant medical products: product ID: a820; product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.